Event description:
On (B)(6) 2006, this pt underwent endovascular repair of a 7 cm abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6) 2010, this pt presented to the emergency room with abdominal pain. The pt was taken to the operating room, where angiography revealed a type ii endoleak, originating from an accessory vessel branching off of the right internal iliac artery. The physician placed fifteen 6 mm x 3 cm micro coils in the aneurysm sac, and injected a pro-coagulant into the aneurysm sac. Coils were also placed in the accessory vessel communicating with the aneurysm. The pt is doing well.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 51 mg/dl and 98 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.